Event description:
It was reported that during a laparoscopically assisted distal gastrectomy procedure, an error occurred when the hand-activate-button of gen04 was pressed. Therefore, the device was used with the foot switch for about 30 minutes. After 30 minutes, the hand-activate-button was pressed again and the device functioned properly. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.